Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call, the customer had changed out the battery six times and the insulin pump kept alarming failed battery test. The customer's blood glucose was unknown. Due to the customer not being present at the time of the call troubleshooting wasn't performed. Customer's mother was advised to ensure the battery cap was cleaned and to insert a new battery. Customer's mother then stated she will have the customer try the recommendations and if she needed further assistance she would call back. The device is not returning for analysis.